Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error on the insulin pump. The customer stated that the insulin pump alarmed motor error after she got out of the shower. The customer's blood glucose at the time of call was 66 mg/dl. Troubleshooting was performed. Advised the customer that the pump will need to be replaced. Advised to discontinue use of the pump and revert to the back-up plan per healthcare provider's instructions. Nothing further reported. Informed customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.